Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, dizziness and a pulse rate in the thirty beats per minute range. It was further noted the heart rate histograms have paced beats below the lower rate of sixty beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.